Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: (B)(6) 2010; product ID: 694965 implantable tachy lead implanted: (B)(6) 2006; product ID: 407652 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient experienced shortness of breath due to the left ventricular (lv) lead exhibiting high impedance on the low voltage portion of the lead. No capture was also noted. The lv lead was inactivated and further testing will be done to determine if the lv lead issues were due to the lead using the right ventricular (rv) lead coil to sense. No further patient complications have been reported as a result of this event.